Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 24 mg/dl (system 1) and 200 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.